Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pulling in the vaginal urethral area, some urgency and minor pulling, roughness on the side, dyspareunia, pain, nocturia, bilateral renal pelvis dilation found on ultrasound and mesh erosion. The mesh arms were trimmed, silver nitrate applied, harvesting of rectus fascia and placement of a new sling were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.